Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to verify the reported issue. Physio replaced the main keypad and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the power off button was not turning their device off. Upon evaluation, physio-control observed that the keypad would intermittently power the device on and off. There was no patient use associated with the reported event.